Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: b5

Event description:
Additional information indicates that the ipg was not at end of life but was electively replaced. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Event description:
It was reported that the patient¿s ipg had reached end of life and there were high impedances on leads. It is unknown if the ipg reached end of life occurred prematurely. As a result, surgical intervention may be undertaken to address the issues.

Manufacturer narrative:
Date of event is estimated.